Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that he took out and reinserted the battery and got weak battery alarm. Customer changed to new battery and stated the light works sometimes. Customer also mentioned that he got a new insulin pump and the sensors are not working. Troubleshooting was done. Customer's blood glucose was unknown. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was also received with minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly.